Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2018, the reported contacted animas alleging that the patient experienced a blood glucose of 35 mg/dl with severe sweating associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was found that the patient primed while attached to the pump due to a loss of prime warning. The patient did not remember how much was primed. This complaint is being reported because the alleged malfunction was due to user error and not a malfunction of the pump.